Event description:
The end user stated the safety bail on their stretcher is bent and the springs in the assembly are broken and need replaced. There was no association with patient involvement, injury or adverse event. An authorized field technician was dispatched to the customer location to conduct a visual and functional evaluation. The reported issue was confirmed and new new safety bail assembly was installed on the stretcher. The stretcher was function tested and returned to service.